Manufacturer narrative:
H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3/d10 (event date): the event occurred on an unspecified date. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and main body of the minicap transfer set. The event was further described as ¿the dark blue porting that attaches to the twin bag or patient line was unthreaded from the rest of the transfer set¿. This was observed while changing the patient's peritoneal dialysis transfer set. There was no report of patient injury or medical intervention associated with this event. No additional information is available.